Event description:
On 11/13/2024, it was reported by a sales representative via sems-06710476 that an ar-7300sr sabre caused metal fragments. This occurred during use in a case. The case was completed the repair using an open technique in order to flush out metal remnants. Slight delay to case, extra irrigation used to flush out the metal shavings.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint was confirmed based on photographic evidence showing metal fragments during a procedure. Arthrex determined that the most likely cause of the reported failure was user error, specifically due to due to side-loading the devices during use.